Manufacturer narrative:
A comprehensive investigation was immediately initiated on receipt of the complaint. The subject product was returned for evaluation but evaluation is still in progress. Upon completion of evaluation of the subject part(s), k2m inc. Will file a supplemental report indicating the findings.

Event description:
It was reported to k2m, inc. On 04/20/2016 that a revision surgery would take place on (B)(6) 2016 for set screw back outs.

Manufacturer narrative:
A comprehensive investigation was immediately initiated on receipt of the complaint. A review of all applicable material, inspection, manufacturing, storage and distribution records according to the description of the product used was conducted. All records revealed that the product lot was manufactured within specifications and distributed in accordance with all operating procedures. A review of the manufacturing and inspection records did not reveal any contributing information/trends. The exact cause of the reported issue cannot be ascertained. The set screw exhibited ideal "windshield wiper" type abrasions, which indicate an optimally seated and reduced rod, and therefore, ideal contact between the rod and set screw. While the threads exhibited signs of use, no major damage was observed. There were also no signs of cross-threading.

Event description:
It was reported to k2m, inc. On 04/20/2016 that a revision surgery would take place on (B)(6) 2016 for set screw back outs.